Event description:
It was reported that in the last 2 months refills (on (B)(6) 2012) the reservoir was found full. Healthcare provider (hcp) tried to aspirate the drug from the catheter and performed a dye test that confirmed that the catheter was obstructed. For this reason the physician performed a CT/ cat scan and found that an inflammatory mass was present at the distal end of the catheter. Patient's back was noted to be 'really critical' and hence the hcp decided not to revise the implant as the patient had not suffered/showed morphine withdrawal symptoms. The pump was currently full of saline solution as the hcp preferred not to do anything on the system. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cathter model/serial# unk, implanted: 2003-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).